Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, telemetry was lost after an atrial sense test. While running just the ECG, there was no response to magnet application. A telemetry link was established with another programmer, but the link was again lost and could not be reestablished.